Event description:
Follow-up coronary angiography was conducted and the distally implanted cypher was fully occluded with thrombus. There was a collateral running so patient did not show any symptoms. To treat the thrombus, balloon angioplasty was conducted with a total of three balloons (1.5mm, 2.25mm, 2.5mm) all at 24atm. Then a cypher 2.5 x 18mm stent was implanted inside the distal cypher at 24atm. Post-dilation was conducted with a 2.5 x 20mm balloon at 24atm and the procedure was finished. The patient is currently doing great.